Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump was received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 403 mg/dl. The customer stated she had been having extreme fluctuations in her blood glucose levels. Her health care provider advised her that her insulin pump was damaged in such a way that the reservoir was not being held in place properly. Standard troubleshooting was performed. The customer did not know how the damage occurred. The product has been returned. Nothing further was reported.